Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure it was discovered that the package inside the implantable neurostimulator (ins) box was damaged. It was noted that the glue wasn¿t intact and there were ¿bubbles as if it had been wet¿ but there were no signs of water damage on the outside box. The sterile package was still intact so the doctor made the decision to implant the ins. There was no patient injury or harm, and it was stated that the patient was ¿fine.¿